Event description:
The device was returned for an exchange only, and the customer did not allege a malfunction of the device. During pre-testing of the returned device, it was discovered that the "elbow/base" of the device was "running hot". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The customer did not allege a malfunction, however, it was discovered that the device failed the temperature acceptance test as the device exceeded the acceptable limits in the elbow and base. Evidence suggests this was due to usage / wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).